Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, sterile water leaked from the inflation valve. The catheter was not used on the patient.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that during a pretest, sterile water leaked from the inflation valve. The catheter was not used on the patient. Per additional information via email from ibc on 07apr2023,no resistance was reported.